Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer testing in france received a suspected false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot 21423m, cartridge sn (B)(4), and cue reader sn (B)(4). Prior to the false positive result, the customer received a negative result using cue covid-19 test for home and over the counter (otc) use. No further information including cartridge storage and handling, symptoms, known covid-19 exposure, or if an outside confirmatory test was taken.